Manufacturer narrative:
Device return is not required.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 the patient experienced an unknown low blood glucose (bg) resulting in calling 911 due to a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. This complaint is being reported because the issue resulted in the user reacting to incorrect continuous glucose monitoring data which allegedly led to a bg excursion.